Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact on the customer's blood glucose level. The customer declined to transfer the call to another service or specialist for further assistance.